Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, a link break was found when the plunger of the first proglide device was removed. A second proglide device was attempted; however, a suture break was found when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Return device analysis for one of the proglide devices revealed that the posterior foot was separated and was not returned. Additional information was received stating that the physician was aware of the foot separation when the proglide device was removed from the patients anatomy. Reportedly, the separated foot piece did not remain in the patient anatomy and was returned with the device; however, may have been lost during the delivery process. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported link and foot detachments were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.